Event description:
It was reported on (B)(6) 2012 that a vns patient was scheduled to have the lead and generator explanted on (B)(6) 2012. On (B)(6) 2012, it was reported the patient was scheduled to have the explant due to the patient feeling that the vns is not effective. The device was off and has been for some time, however the physician who programmed it off is no longer treating vns patients and the date of disablement is unknown. The cause of the lack of efficacy was also reportedly unknown. The patient had generator and lead explant on (B)(6) 2012 due to "patient request," per the return product form and product return phone call. The patient had generator and lead explant on (B)(6) 2012 due to "patient request," per the return product form and product return phone call. The explanted products were returned to the manufacturer for analysis. Analysis of the lead was completed. Note the (-) green ribbon, helical and suture were not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. An abraded opening of the positive inner tubing was observed near the electrode bifurcation. With the exception of this inner tubing opening, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, with no discontinuities identified. Based on the findings in the product analysis lab, an abraded inner tubing opening was observed; however, no relationship to the stated allegations is expected. Analysis of the generator revealed that it performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.